Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in the emergency room in back-up vvi mode. A device download was performed successfully. The patient condition was normal before during and after the programming.